Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to an in-clinic follow-up with noise over-sensing from the atrial lead causing inappropriate automatic mode switch episodes. No intervention was performed and patient will continue to be monitored. Patient was stable after the event.